Event description:
A customer reported that they were experiencing image black out while using an ec-3890li- video colonoscope. It was reported that the scope is blacking out when in use and then is very dark when it comes back on. This was noticed during a case, and they had to pull the scope out and use another scope to do the procedure. There was no harm to the patient.

Manufacturer narrative:
The reported imaging difficulties reported by the customer was no confirmed through evaluation of the device. Incidental findings found during the investigation: the air/water socket o-ring was chipped and the umbilical cable single buckle under the pve root brace. The customer complaint was not confirmed, the device passed both the dry and wet leak tests. The device was refurbished, angulation adjustment and cleaning and disinfection was performed and the device was returned to the customer. Should additional information become available, a supplemental report will be filed.